Event description:
Rn was not able to engage the safety on three different power loc max huber needles on three different patients when de-accessing the patient. Another rn had the same difficulty the following week on another patient when she was unable to engage the safety.